Event description:
The customer reported a tubing leak that occurred during a treatment procedure. Customer called in initially to report receiving a blood pump error in cycle 6 of a 6 cycle treatment. Customer then noticed that there was a blood leak that looked to be coming from the hematocrit cuvette itself had leaked into the treatment sensor of the instrument. Service order: (B)(4).

Manufacturer narrative:
Batch record review: review of lot file a762 shows no associated nonconformances at the time of the event. This lot met all release requirements. A review of complaints received for lot a762 was performed. There was 1 complaint reported for tubing leaks to date for this lot. Service order (B)(4) completed: 05/24/2013. Operator called for a leaking tube that dripped by the hematocrit sensor. Service advised that the operator clean the sensor and around the sensor with bleach and di water. Operator left message later in the afternoon that the xts was operational with no further errors. No further action needed at this time. The assessment is based on info available to at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the info provided by the customer. (B)(4).